Event description:
A customer reported the freestyle libre 2 sensor detached after 3 days of wear. As a result, the customer was unable to monitor his blood glucose and experienced confusion and a loss of consciousness. The customer was able to recover on his own and self-treated with glucose. No further information was provided. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Additional information: section d4 (serial number) has been updated from (B)(6). Section h4 (device mfg date) was updated based on returned product download. Sensor (B)(6) has been returned and investigated. No physical damage was observed on the sensor patch. The adhesive was not returned. No malfunction or product deficiency has been identified. Therefore, the issue is not confirmed. An extended investigation has also been performed for the reported complaint and there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor kit was reviewed and the dhrs showed the libre sensor kit passed all tests prior to release. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor kit was reviewed and the dhrs showed the libre sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported the freestyle libre 2 sensor detached after 3 days of wear. As a result, the customer was unable to monitor his blood glucose and experienced confusion and a loss of consciousness. The customer was able to recover on his own and self-treated with glucose. No further information was provided. There was no report of death or permanent impairment associated with this event.